Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust.

Event description:
Boston scientific received information that noise on shock electrogram, not marked by device. All measurements normal. Representative confirmed noise was from muscle contraction. Device has been explanted and returned for analysis. No adverse patient effects were reported.